Event description:
Complainant alleged that while attempting to analyze a patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the device performed four analyses during the event. During the analysis in question, the patient was presenting rhythms that were initially being determined by the analysis program as shockable. In order to speed the delivery of therapy, the defibrillator begins to charge before the analysis is complete. What causes the analysis program to deliver a result of no shock advised for these analyses is the presence of regularly occurring electrical activity at the rate of approximately 70-75 bpm which is believed to be a pacemaker. We believe this activity was caused by a pacemaker, because of its presence during the last analysis at a rate of 85 bpm when the patient is in asystole. This signal caused by the pacemaker stimuli was seen by the m series beat detector and the analysis program as beats. The analysis program is seeing shockable rhythms, but at the same time is detecting a regular rate in the range of 70-75 bpm. With the analysis program not knowing what the source of this is, it makes the cautionary decision not to advise shock. We believe that the analysis program operated properly within its limitations and there does not appear to be a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.